Manufacturer narrative:
Product analysis: the stent was not positioned on the balloon between the marker bands as per specifications, stent had moved proximally. Deformation was evident to the 13th, 14th, 15th and 22nd stent wraps with struts raised and stretched. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the distal right coronary artery, exhibiting 89% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that the stent failed to cross the lesion. It was reported that the event was due to use of the device in difficult lesion morphology. The procedure was completed using a new medtronic stent. Patient status post-procedure is alive with no injury. Review of returned device showed stent damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.